Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a rotational atherectomy treatment procedure, the system leaked. The target lesion was located in unspecified vessel. During the procedure, it was noticed saline was leaking from one side of the 1.75mm rotablator rotalink pus system. The physician could not remove the system from the guidewire and had to remove everything together. The procedure was completed with unspecified balloons and stents. No patient complications were reported and the patient status is okay. However, the returned product analysis revealed a tear in the sheath approximately 16cm from the strain relief.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified solidified blood within the catheter sheath. The sheath was torn/split approximately 16cm from the strain relief. No issue was noted with the strain relief. A guidewire was returned within the device and could not be removed. The burr was microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use (dfu) states: advance the catheter through the hemostasis valve and gently tighten the valve to prevent bleeding around the catheter sheath. If the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve. Therefore the root cause has been determined to be user related. (B)(4).